Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down while monitoring tele devices. No consequence or impact to the patient was reported. Per the customer's initial complaint: at 5:15 am, the device shut down on its own. The cpu was completely off. The biomed came in and checked all the cables and then turned it back on and everything worked fine. The device was down for 45 minutes total. Device was only monitoring tele devices. Per nk tech support: this device is end of life. Called nk sales rep ((B)(6)) and explained the situation. At this point the customer needs to buy a new device if they want reliable uninterrupted patient monitoring. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number. Approximate age of device. No serial number was provided, so the age of the device in unknown. Device manufacture date. Concomitant medical devices: the following devices were used in conjunction with the cns. Transmitters: no model and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring tele devices. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at hollywood presbyterian med ctr reported the cns (mu-971ra sn: 251) spontaneously shut down. The bme turned it back on and everything worked fine. Service requested: customer requested nka onsite support. Service performed: after discovering the product was mu-971ra, nka ts advised the customer the unit was end of life and having onsite support would not be helpful. Customer was advised to purchase a new device. Investigation summary: possible root cause may be normal deterioration of the hard drive. Due to the lack of information available, and as the unit was not returned or evaluated the root cause could not be confirmed. The overall risk, as determined from the product of probability (rare) and severity (major), is determined to be medium. Hard drive functionality is a regular inspection item and the part is recommended to be replaced every two years. The issue occurred well beyond the warranty and discontinuation, as well as the end of the promised support period for the cns-9701a. The unit has no pattern of spontaneous shut down. No CAPA is required. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4: serial number f9: approximate age of device. No serial number was provided, so the age of the device in unknown h4: device manufacture date additional device information: d11 & c2 concomitant medical devices: the following devices were used in conjunction with the cns. Transmitters: no model and serial numbers were provided. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring tele devices. No consequence or impact to the patient was reported.